Event description:
While the chair was being tilted, the end user's finger was injured by being pinched near the wheel lock. End user's hand was in the area of the frame/wheel lock when being tilted. Alleged event occurred at (B)(6) facility during rehab. As part of the investigation, it was determined that the owner's manual includes warnings of the pinch points in question and was provided to the end users' caregiver at delivery of the wheelchair.

Manufacturer narrative:
An incident occurred on (B)(6) 2022 that resulted in a compression of the distal phalanges when the patients finger was trapped between the bumper, seat frame and the seat frame or between the bumper, seat frame mount and seat frame during tilt positioning. Due to the severity of the alleged incident, this report is being filed while the investigation is underway.

Manufacturer narrative:
It was determined by the investigation of this adverse event that additional pinch point labeling was needed to warn users of an originally unrecognized potential hazard. An eco was initiated, two additional pinch point labels were added to the device, and additional pinch point warnings were added to the owner's manual for the device.

Event description:
While the chair was being tilted, the end user's finger was injured by being pinched near the wheel lock. End user's hand was in the area of the frame/wheel lock when being tilted. Alleged event occurred at (B)(6) facility during rehab. As part of the investigation, it was determined that the owner's manual includes warnings of the pinch points in question and was provided to the end users' caregiver at delivery of the wheelchair.